Event description:
Additional information was requested and received states that doctor implanted a company lens on patients eye. Upon inspection, he noticed that there is a crack on the iol optic. The iol is still on the patient's eye. Doctor will schedule the explant surgery next week.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that during an intraocular lens (iol) implant procedure, there was crack on the iol optic. The iol is still on the patient's eye. No patient harm. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).